Event description:
Name of procedure being performed single incision laparascopic cholecystectomy. Detailed description of event: product pouch is torn. The blister packaging was intact. Customer used the products in a procedure. From cer form: when opening the inner packaging it was recognized that the pouch was already torn. The parts of the device were taken out separately of the plastic blister and used. Additional information received from (B)(6) by email on 06mar2020: the (B)(6) discussed the case again with the operation room manager, who was quite sure that the pouch was torn at the moment they wanted to open it. They decided to have the product taken out of the blister by the sterile nurse. Additional information received from (B)(6) by phone on 04mar2020: with "blister packaging", the tray inside the pouch is meant. The customer used the product because they did not realize that the tray is not a sterile barrier. Patient status: fine. Type of intervention: n/I.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed there was a tear in the pouch. Engineering observed that the mylar (clear) side of the pouch was torn. Applied medical has reviewed the details surrounding the event and the returned unit and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The vent unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed single incision laparoscopic cholecystectomy. Detailed description of event: product pouch is torn. The blister packaging was intact. Customer used the products in a procedure. From cer form: when opening the inner packaging it was recognized that the pouch was already torn. The parts of the device were taken out separately of the plastic blister and used. Additional information received from fitm by email on 06mar2020: the fitm discussed the case again with the or manager, who was quite sure that the pouch was torn at the moment they wanted to open it. They decided to have the product taken out of the blister by the sterile nurse. Additional information received from fitm by phone on 04mar2020: with "blister packaging", the tray inside the pouch is meant. The customer used the product because they did not realize that the tray is not a sterile barrier. Patient status: fine. Type of intervention: n/I.